Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The issue with the locking mechanism (power broken) is consistent with trying to run the device in the load position. The issue with the damaged pawls is consistent with trying to run the device in the load position (user error). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device failed during routine testing. During in-house engineering evaluation, it was determined that the device failed cutter lock verification and the safety assessment (the device is power broken), the pawls were damaged preventing the device from locking the cutter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.